Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass; unable to perform the displacement test due to missing segments. The insulin pump had minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that he dropped the insulin pump, the display cracked and he was unable to read it. The customer's blood glucose reading was 122 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.